Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2004: [facility ni, not indicated]. (B)(6), md. Pathology report. Accession number: ss04-2020. Source: ventral hernia sac. Clinical diagnosis: ventral incisional hernia. Gross description: the specimen is labeled ¿ventral hernia sac¿. The specimen is received in fixative with the patient¿s name. It consists of a saccular portion of tissue which has a pink-tan surface measuring 5.5 x 3.5 x 2.5 cm. Final diagnosis: soft tissue submitted as ventral hernia sac, herniorrhaphy: fibrofatty tissue consistent with hernia sac. On (B)(6) 2009: [facility ni]. (B)(6). Radiology-CT pelvis without contrast. Clinical history: abdominal pain. Impression: stable postop change along anterior abdominal wall. On (B)(6) 2009: [facility ni]. (B)(6). Radiology-CT abdomen without contrast. Clinical history: abdominal pain. Impression: stable postop change along anterior abdominal wall. On (B)(6) 2009: [facility ni]. (B)(6). Radiology-x-ray cholangiography, operative. Impression: normal laparoscopic cholangiogram. On (B)(6) 2013: [facility ni]. (B)(6). Radiology-CT abdomen/pelvis without contrast. Indication: incisional hernia without mention of obstruction or gangrene. Comparison: on (B)(6) 2009. Findings: prior ventral hernia repair. Prior cholecystectomy. Appendix nonvisualized. Large and small bowel within normal limits. No adenopathy, free fluid or free air within abdomen or pelvis. Impression: prior ventral hernia appearing hysterectomy [sic], otherwise unremarkable. On (B)(6) 2013: [missing records: operative report for ventral hernia repair was not provided.] On (B)(6) 2013: [facility ni]. (B)(6). Radiology-CT abdomen/pelvis without contrast. Indication: pain, postop hernia repair. Findings: no evidence of bowel obstruction, free gas, or free fluid. Status post ventral hernia repair, without evidence for recurrence. Appendix is not visualized but there is evidence for pericecal inflammatory changes. Impression: status post ventral hernia repair procedure, without evidence for recurrence or other complicating features. On (B)(6) 2013: [facility ni]. (B)(6), md. Emergency department visit. Presents for evaluation of abdominal pain. Couple weeks out from some type of hernia repair at (B)(6) foundation in new orleans. Had been doing well not taking pain medication over last week. Started having severe abdominal pain. Describes pain severe, sharp, diffuse, constant, nonradiating. Denies fever, vomiting or diarrhea. Exam gastrointestinal: has t-shaped incision on abdomen that looks like is healing well. Small amount of induration around incisions. Tenderness to palpation diffusely. Abdomen nondistended and bowel sounds normal. Wbc 12.2. Explained results of workup. I believe is having discomfort related to urinary tract infection. Will treat with antibiotic. Has been released by surgeons in new orleans, and is supposed to follow up with dr. (B)(6) on (B)(6). On (B)(6) 2013: [facility ni]. (B)(6). Radiology-x-ray abdomen-2 view, erect/decubitus. Clinical history: abdominal swelling. Pain. Findings: scattered small and large bowel gas noted. No free fluid or air. No soft tissue mass detected. Impression: nonspecific bowel gas pattern with no signs of obstruction or perforation. Postop change within abdomen noted. Probable phleboliths within true pelvic soft tissues. On (B)(6) 2013: [missing records: records for CT scan status post ventral hernia was not provided.] On (B)(6) 2013: (B)(6) center: neurology. (B)(6), np. Office notes. History of abdominal problems that include: recent ventral hernia repair and chronic abdominal pain, crohn¿s disease, ulcerative colitis, irritable bowel syndrome, short bowel syndrome, gastroesophageal reflux disease, duodenal ulcer repair, diverticulosis, and history of cholecystectomy. About 2 months ago had ventral hernia repair. Reports lost an estimated 35 pounds and developed persistent burning pain in both upper and lower extremities. States burning worsens with prolonged activity and while being up and is associated with increase and swelling to abdomen. CT abdomen reveals status post ventral hernia repair without evidence of complicating features this was from on (B)(6) 2013, complete blood count on (B)(6) 2013 shows white count 12.0. Recent abdominal sonogram did not show abnormalities. Smokes about 1 pack per day of cigarettes. Drinks alcohol. Examination abdominal: exhibits shifting dullness, distention and fluid wave. There is hepatosplenomegaly. Tenderness in right upper quadrant and right lower quadrant. Instructed to follow up with gastroenterologist dr. (B)(6). On (B)(6) 2013: [facility ni]. (B)(6), md. Office notes. No diagnosis found. Patient could not tolerate test. On (B)(6) 2014: [facility ni]. (B)(6). Radiology-CT abdomen/pelvis without contrast. History: abdominal wall hernia. Healed midline abdominal wall incision is evident, no evidence of abdominal wall hernia. Solid abdominal viscera are likely normal although this study is degraded by lack of vascular contrast. No bowel abnormalities seen. Impression: well healed midline abdominal wall incision present but abdominal wall hernia not identified. On (B)(6) 2014: (B)(6) center: neurology. (B)(6), np. Office notes. Uses illicit drugs. On (B)(6) 2017: [facility ni]. (B)(6). Radiology-CT abdomen/pelvis without contrast. Clinical history: hernia repair, abdominal pain with bloating. Pain. Surgical history: unspecified small bowel. Hernia repair. Findings: midline central abdominal hernia has recurred. Hernia contains portion of transverse colon. Hernia does not result in obstruction. No free gas or free fluid. Impression: ventral midline hernia has developed, it contains portion of transverse colon, without resulting and bowel obstruction. On (B)(6) 2017: [facility ni]. (B)(6), md. Emergency department visit. Complaining of abdominal pain. Onset x3 days. Chronic diarrhea. Some nausea, no vomiting. Pain bit worse after eating. Says has had this problem for several years. Had multiple abdominal surgeries for bowel resection. Previous cholecystectomy and appendectomy. Weight 72.6 kg, bmi 32.32. Exam abdomen: soft, nontender somewhat protuberant abdomen. I think has got some chronic intermittent abdominal pain. Has ventral hernia not causing obstruction. Has numbness and tingling at times perhaps due to hyperventilation. Recommend follow up with emergency room for worsening pain, fever, vomiting. Follow up with surgery for evaluation of abdomen. On (B)(6) 2017: [facility ni]. (B)(6). Radiology-CT abdomen/pelvis without contrast. Clinical history: generalized abdominal pain, abdominal distention. Findings: bowel: suspected previous appendectomy. Occasional colon diverticulum present. General: supraumbilical ventral abdominal wall hernia containing mesenteric fat and knuckle of colon seen and stable. No free air or free fluid present. Impression: supraumbilical ventral abdominal wall hernia containing transverse colon is seen and stable. On (B)(6) 2017: [facility ni]. (B)(6), do. Emergency department visit. Presents complaining of slowly worsening abdominal distention and diffuse abdominal pain which has been ongoing since before on (B)(6). Was evaluated then and found to have uncomplicated ventral hernia containing loop of transverse colon but no signs of obstruction. Weight 72.6 kg, bmi 32.32. Exam abdominal: soft. No tenderness. Moderate diffuse abdominal distention without tympany. Computed axial tomography scan demonstrates continued ventral hernia that appears uncomplicated. Discussed outpatient follow-up with surgery for consideration of surgical correction as well as symptomatic management. On (B)(6) 2018: [facility ni]. (B)(6). Radiology-CT abdomen/pelvis without contrast. Clinical history: ventral abdominal hernia post repair with concern for recurrence. Findings: stable 1.2 cm right adrenal adenoma. Complex ventral abdominal hernia containing segments of nonobstructed small and large bowel. More cranial aspect of ventral abdominal hernia has increased in size in interval with hernia neck measuring up to 4.9 cm. This component of ventral abdominal hernia contains segment of nonobstructed transverse colon. Lower more caudal aspect of ventral abdominal hernia contains segment of nonobstructed small bowel and has more narrow neck measuring approximately 2.5 cm. 3rd most caudal component of ventral abdominal hernia contains fat and has neck measuring 2.1 cm. Occasional colonic diverticulum. Postoperative changes seen cecum likely related to prior appendectomy. Uterus present and enlarge fibroids. No free fluid, free air or bulky adenopathy in abdomen or pelvis. Impression: complex ventral abdominal hernia as detailed above containing segments of nonobstructed large bowel, small bowel, and omentum. Component of ventral abdominal hernia defect containing segment of small bowel demonstrates more narrow neck. No findings of small bowel obstruction at this time. Stable appearance of right adrenal adenoma. Colonic diverticulosis. Uterus enlarged with fibroids. On (B)(6): [missing records: operative reports for abdominal surgery 8 times were not provided.] On (B)(6) 2018: (B)(6) clinic: pascagoula. (B)(6), md. Office notes. Chief complaint: hernia, abdomen pain, back pain. History of present illness: has large ventral hernia. CT scan showed stable ventral hernia. Past medical history: diverticulitis. Past surgical history: abdominal surgery. Hernia removed, abdomen surgery 8 times. Xanax dependence. Drinks socially. Current every day smoker. Smokes 1 pack/day of cigarettes. Allergies: clindamycin, doxycycline, iohexol, penicillins, sulfonamide antibiotics, levaquin. Weight 156 lb., bmi 31.51. Examination abdomen: bowel sounds positive abdomen is protuberant there is well-healed vertical incision hard to assess liver and spleen due to protuberance of abdomen. On (B)(6) 2019: [facility ni]. (B)(6). Radiology-CT abdomen/pelvis without contrast. Clinical history: generalized abdominal pain, herniorrhaphy. Findings: surgical clips along ventral abdomen consistent with prior herniorrhaphy are noted. 2 discrete bowel containing ventral hernias present. No free air or fluid. Impression: 2 distinct bowel containing ventral hernia without evidence of incarceration. Prior ventral herniorrhaphy. On (B)(6) 2019: [facility ni]. (B)(6), md. Emergency department visit. Presents with abdominal pain, states has hernia. Reports extensive history of hernia repair with mesh complications. ¿my stomach hurts and is getting bigger.¿ requesting CT and referral to (B)(6). ¿my mesh is coming undone.¿ hernia never reduced as too painful. Weight 68 kg. Exam gastrointestinal: bowel sounds normal, soft, moderate abdominal distention with mild tenderness. Has ventral hernia that does not appear to be having any interval changes. No evidence of incarceration or ischemia. Patient states will be following up in (B)(6) for surgical consultation. On (B)(6) 2019: [missing records: operative report for abdominal surgery ¿to fix 2 hernias¿ was not provided.] On (B)(6) 2019: (B)(6) system. Lab. Hemoglobin a1c 6.1. On (B)(6) 2019: [facility ni]. (B)(6). Radiology-x-ray abdomen, 1 view (kub). Clinical history: periumbilical abdominal pain and drainage from umbilical region at site of recent abdominal mesh placement. Findings: no evidence of bowel obstruction. Surgical clips noted in right upper quadrant. Hernia repair clips project over midline abdomen. Impression: no radiographic evidence of acute abnormality. Hernia repair clips project over mid abdomen. On (B)(6) 2019: [facility ni]. (B)(6), do. Emergency department visit. Presents with drainage from incision site. On (B)(6) had hernia repair at (B)(6) and states has small area in incision that is open and has greenish drainage. Denies fever or chills. No nausea or vomiting but does have decreased appetite for past 3 weeks. Throbbing pain at site of incision. Exam gastrointestinal: bowel sounds slightly high pitched. Soft, no tenderness on palpation, no masses. Incision site appears to be well-healing with an area at bellybutton with dried drainage, possible dehiscence in that area. No surrounding erythema or warmth. X-ray of abdomen shows no acute intra-abdominal abnormality. Will start on keflex given mild amount of drainage and have stressed importance of following up with surgeon at (B)(6). Impression: postoperative pain. Postoperative wound dehiscence. Instructed to schedule an appointment for visit in 2 days with (B)(6) and surgeon. On (B)(6) 2019: [facility ni]. (B)(6). Radiology-CT abdomen/pelvis without contrast. Clinical history: no contrast due to iodine allergy. Pain umbilical hernia repair on (B)(6) 2019. Drainage at operative sites. Prior cholecystectomy, appendectomy, hysterectomy [discrepancy, describes uterus in findings] and multiple abdominal surgeries. Findings: uterus deviated to left slightly but unremarkable. Stomach distended. Bowel loops appear unremarkable without evidence of obstruction. Postoperative changes in midline are present near umbilicus. Mesh placement been performed. No focal fluid collections at operative site. No free air or fluid within abdomen or pelvis. Conclusion: postoperative changes midline anterior abdominal wall near umbilicus appearing uncomplicated. Distention of stomach. On (B)(6) 2019: [facility ni]. (B)(6), md. Emergency department visit. Presents with abdominal pain. Chronic issue. Had abdominal surgery to fix 2 hernias about 1 month ago. Has had this pain ever since surgery. Pain is no worse, just not improving. Supposed to follow up at (B)(6) in new orleans but says cannot drive and that traffic. Describes pain diffusely throughout abdomen from epigastric region radiating around bilaterally. Some nausea. Occasional vomiting. Drug use: marijuana; xanax dependence. Weight 67.4 kg, bmi 30.03. Exam gastrointestinal: soft, not distended. Surgical incision looks good. Small amount of drainage from umbilicus. Mild to moderate tenderness but no guarding or rigidity. CT abdomen and pelvis without contrast: post surgical changes of abdominal wall hernia repair. Trace fluid anterior to the peritoneal repair mesh in lower abdominal wall measuring up to 5 mm in thickness [discrepancy from conclusion on CT report]. Last CT scan was 4 months ago and showed two ventral hernias. Work-up essentially normal. CT shows small fluid collection representing seroma. CT shows nothing acutely dangerous. Feel safe to send home. Instructions to follow-up with primary care and to return for worsening symptoms. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2002: (B)(6). Operative report. Preoperative diagnosis: incisional hernia, reducible, symptomatic. Postoperative diagnosis: multiple defects of the anterior abdominal wall with one large defect supraumbilical and one small defect slightly infraumbilical. Procedure: laparoscopic repair of ventral incisional hernia with extensive lysis of adhesions. Procedure in detail: ¿the patient was preopped and brought to the operating room and placed on the operating table in the supine position. After appropriate general anesthesia had been obtained the patient's abdomen was carefully prepped with betadine scrub and betadine solution and carefully draped in a sterile manner. Attention was first turned to the left upper quadrant were a transverse incision was made and dissection was carried down through the skin and subcutaneous tissue to the external oblique fascia. The external oblique and the internal oblique were split along the levels of their fibers. The peritoneum was identified, opened and the hassan trocar was placed. Zero vicryl stitch on either side of the fascia of the external oblique was used to hold it in place. C02 was insufflated into the abdomen until we had a nice pneumoperitoneum. Mostly what we had was omentum stuck to the anterior abdominal wall. A second trocar was placed in the left lower quadrant, a size 5 mm and we were able to place the scissor in through here and very carefully and gently take down the adhesions omentum to the anterior abdominal wall. Electrocautery was used to control bleeding. There was no significant bleeding throughout the case. We carefully peeled everything off to the point where we had a nice anterior abdominal wall. We identified the upper mid abdomen defect which is about 4 x 6 cm in size. We also identified another defect just below the umbilicus. There was probably another one just above the umbilicus but it was even smaller. After taking down all of the omentum from the anterior abdominal wall we cleaned the preperitoneal fat and the ligament of teres off of the anterior abdominal wall so that we could get our mesh to stick directly to the peritoneum. Once this was done we took a piece of mesh which was gore-tex mesh and carefully sutured four sutures of 0 prolene around it. We then introduced this into the abdomen. After doing this we placed a trocar in the right upper quadrant under direct vision, a size 5 mm. After this was done we then grasped the mesh and carefully opened it out. Once we had it opened we identified the sites superiorly and placed the split needle into the abdomen, grasped the sutures on the ends and pulled it up through the abdomen. The first time we had it a little bit too close to the defect so we moved it up a little bit higher so we would have not only better coverage but most of the upper abdominal wall covered with the mesh. We then stretched it fairly taut and brought out the sutures inferiorly. With both sides taut we then extended out the right side and placed out needle in and grasped the sutures and pulled them through the abdominal wall without difficulty. Then we did the same thing on the left side. After completing this we had the mesh very carefully and very nicely extended out on all sides. It appeared as though we had good tension on the graft superiorly, inferiorly and in both sides laterally. There was no evidence where the graft was sagging. Therefore we then cut the skin between the sutures and then tied the sutures in placed holding the mesh in place. After doing this we then sued [sic] the auto suture tacker and tacked the mesh to the anterior abdominal wall. This was done with minimal difficulty and got a good seal all the way around it. Once this was completed we were happy with our repair and then we started removing our trocars. First the right upper quadrant was removed and it did not bleed even with the pressure down to 6 mm of mercury. We then looked inferior, pulled our other 5 mm trocar and it appeared fine as well. We then worked on our 10 mm hassan, we removed it and then went ahead and closed this wound with interrupted 0 prolene on each layer. 4-0 vicryl was used in the subcutaneous tissue and a 5-0 vicryl subcuticular stitch was used on the skin. The sutures that had been used to tie the mesh into place until we could tack it up, each of these were carefully freed from the surrounding tissue and then cut off down dep near the fascia. Interrupted 4-0 and 5-0 suture were used to close each of these wounds. After all wounds were closed steri-strips were applied. Sterile dressing was applied. The patient tolerated the procedure well. There were no intraoperative complications. Sponge, lap, instrument and needle counts were correct time two. The patient at this point in time was then awakened and sent to the recovery room in good condition for recovery.¿ (B)(6) 2002: (B)(6). Implant record. Surgeon: (B)(6). Dualmesh corduroy. Size: 15.0 x 19.0 x 1.0. Catalog #: 1dlmp08. Lot#: 01228535. The records confirm a gore® dualmesh® plus biomaterial (1dlmp08/01228535) was implanted during the procedure. (B)(6) 2004: (B)(6). Operative report. Preoperative diagnosis: recurrent ventral incisional hernia, exact etiology not clear, status post previous ventral incisional hernia repair. Postoperative diagnosis: ventral incisional hernia at the inferior border of the previous repair. Procedure: repair of ventral incisional hernia utilizing a round three inch by three inch kugel patch in the preperitoneal space. Procedure in detail: ¿the patient was preopped and brought to the operating room and placed on the operating table in the supine position. After appropriate sedation had been obtained the midline incision was opened up for an appropriate distance. Dissection was carried down until we identified the sac. After identifying the sac, we carefully dissected it out. We found the defect was about 1.5 by 1.5 inches in size. The defect was very carefully cleaned and freed and the hernia sac was dissected away from the fascia in such a way that we could identify the sac and get in the preperitoneal space. The preperitoneal space very carefully developed all the way around underneath the fascia and the midline, for an area that is 3 x 3 inches in size minimum. Once this was done, we could identify the inferior border of the previous repair and there is no doubt that the previous repair was intact, but the hernia was just below the edge of it. The edge of it extended to just below the umbilicus. We also dissected the preperitoneal space, peeling the old repair away from the anterior abdominal wall, in the preperitoneal space. After we had an adequate size area, the omentum was carefully reduced back into the abdomen. We then transected the sac, closed the sac with a figure-of-eight 3-0 vicryl. Once all of this was done and appropriate space had been made, we obtained a round kugel patch, placed it in there and it lay in very nicely within a 3 inch by 3 inch area. At this point the defect was closed in a transverse manner utilizing interrupted #1 prolene sutures, using two of those sutures to gently trap the edge of the mesh so that it would not slide up or down , medially or lateral. This gave us an excellent repair. It extended down far enough that the fascia at this level was quite firm. It extended lateral enough to be able to cover behind the rectus muscle. It extended medial enough to cross the midline. No difficulties were encountered in doing so. It also overlapped the other mesh going superiorly. At this point, being satisfied that we had a good repair, after bovie electrocautery was used to close the defect, we then used 3-0 vicryl in two layers on subcutaneous tissue and 4-0 vicryl subcuticular stitch on the skin. Steri-strips were applied. The patient tolerated the procedure well. There were no intraoperative complications. Sponge, lap, instrument and needle counts were correct time two. The patient did quite well without any apparent complications. We did not have to specifically enter the abdomen to be able to do the procedure. This hopefully will reduce her postop morbidity and recovery.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 01228535. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 10/14/98:singing river hospital system. Charles p. Stroble, md. Radiology ¿ abdominal ultrasound. Indication: abdominal pain. Impression: normal. 08/27/01:ocean springs hospital. Charles v. Menendez, md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: abdominal pain, unspecified. Impression: diffuse inflammation adjacent to the cecum and ascending colon with few adjacent small lymph nodes. Differential diagnosis includes appendicitis, terminal ileitis and focal colitis. No free air or significant abnormal fluid collection. 01/08/02:singing river hospital. Karin sue levesque, md. Pathology report. Ss02-109. Specimen submitted: a. Random right colon bx. B. Sigmoid colon bx. C. Rectal polyp. Clinical diagnosis: diarrhea, colitis, abdominal pain. R/o microscopic colitis. Gross description: the specimen is received in three parts each labeled with the patient¿s name and medical record number. A. Received in a container of formalin designated ¿random right colon¿ are five fragments of tan soft tissue measuring in aggregate 0.4 x 0.4 x 0.2 cm. Entirely submitted. B. Received in a container of formalin designated ¿sigmoid colon biopsy¿ are four fragments of tan soft tissue measuring in aggregate 0.5 x 0.5 x 0.2 cm. Entirely submitted. C. Received in a container of formalin designated ¿rectal polyp¿ is a single fragment of reddish-tan soft tissue measuring 0.4 x 0.3 x 0.2 cm. Entirely submitted. Final diagnosis: a. Right colon, random biopsies ¿ focal hyperplastic change. B. Colon, sigmoid, biopsies ¿ no significant histopathological findings. C. Rectum, biopsy ¿ superficial strips of colonic mucosa with no significant histopathological finding. 06/03/02:singing river hospital system. D. Spencer, md. Operative note. Implant of dualmesh to repair ventral incisional hernia. No intraoperative complications. Implant sticker. Dualmesh corduroy antimicrobial. Item #: 1dlmcp04. Lot #: 01228535. 11/22/02:singing river hospital. Kathie carroll, md. Radiology ¿ upper gi series with small bowell follow-through. Indication: abdominal pain, unspecified site. Impression: unremarkable upper gi series. Small bowel transit time rapid but small bowel follow-through series otherwise unremarkable. 04/23/03:ocean springs hospital. Jeffrey l. Sauls, md. Radiology ¿ x-ray enteroclysis via tube. Indication: abdominal pain, unspecified site. Impression: narrowing of several loops of ileum suggesting inflammatory bowel disease such as crohn¿s disease. 04/27/04:spring river hospital. Kathie carroll, md. Radiology ¿ abdomen ultrasound. In respiratory distress at time of exam; made study difficult. Body habitus also limits study. Impression: visualization of upper abdominal viscera limited. Diffuse fatty infiltration of liver. 04/27/04:singing river hospital. Microbiology. Respiratory culture. Specimen: sputum. 2+ growth staphylococcus aureus. 3+ growth candida albicans. 05/01/04:singing river hospital. Microbiology. Blood cultures. Result: staphylococcus epidermis (oxacillin/methicillin resistant). 08/16/04:singing river hospital. Kathie carroll, md. Radiology ¿ ultrasound pelvis (non-ob). Indication: pelvic pain. Impression: unremarkable. 09/21/06:singing river hospital. Neal polchow, md. Radiology ¿ abdominal ultrasound. Indication: abdominal pain/bloating. Impression: small solitary gallstone, otherwise unremarkable. 03/19/08:singing river hospital. Lab. Urine drug screen. Positive benzodiazepines and opiates. 04/03/09:singing river hospital. Roland mestayer, md. Radiology ¿ ultrasound of gallbladder. Indication: abdominal pain. Impression: cholelithiasis. 05/20/09:singing river hospital system. Sidney f. Eudy, md. Pathology report. Specimen #: ss09-4481. Source: gallbladder. Clinical diagnosis: chronic cholecystitis. Gross description: received in formalin, labeled with the patient¿s name and designated ¿gallbladder¿ is a pink-green gallbladder measuring 5.5 x 3.0 cm. Metal staples are noted in the cystic duct region. Upon opening the specimen the gallbladder wall is noted to measure 1-2 mm in thickness. A solitary granular dark ovoid 0.4 cm stone is noted. The mucosa is velvety pink-green. No polyps or mass lesions are noted. Representative tissue is submitted in one cassette. Final diagnosis: gallbladder, cholecystectomy-chronic cholecystitis and cholelithiasis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  05/09/03: (B)(6) hospital system. (B)(6). Procedure. Small bowel enterolysis. The og tube was positioned at the level of the ligament of treitz. The balloon was filled with approximately 10 cc of air and barium followed by methylcellulose were administered. The og tube was then removed and overhead as well as spot fluoroscopic imaging performed. Comparison is made to the previous tubeless enterolysis of (B)(6) 2003. Findings: the scout view demonstrates surgical coils throughout the mid and upper abdomen. There are no significant bony abnormalities. The bowel gas pattern is grossly unremarkable. Images demonstrate contrast throughout the small bowel extending into the colon to the rectum. The small bowel caliber is essentially normal proximally but decreases along the right lower into the rectum. The small bowel caliber is essentially normal proximally but decreases along the right lower quadrant within ileal loops. The small bowel within the right abdomen appears fixed. The mucosal pattern is fairly well maintained throughout. When comparing to the previous one-hour image, the overall small bowel pattern has changed little. No significant mucosal nodularity is noted. There is no focal transition identified. There is no obstruction or extravasation. Impression: although the mucosal pattern is normally maintained throughout, the small bowel caliber within the right abdomen thought to represent ileal loops appears fixed and decreased. When comparing to the previous exam (B)(6) 2003. Findings have changed little. 07/26/03: (B)(6) hospital. (B)(6), md. Radiology-CT abdomen/pelvis without/with contrast. Indication: abdominal pains. Impression: partial fatty infiltration of the liver. Post-surgical changes along the mid abdomen are associated with bowel adhesion along the anterior abdominal wall. 11/21/03: (B)(6) hospital. (B)(6), md. Emergency department visit. Left rib pain, increases with inspiration. Was diagnosed with pneumonia last week, has a persistent cough. She does smoke. Taking biaxin and cough syrup. Exam: does have increasing pain with deep inspiratory efforts. Impression: right upper lobe pneumonia. Pleurisy. Discharged. 07/24/06: (B)(6) hospital. (B)(6), md. Procedure. Nuclear medicine gastric emptying study. Indication: bloating. Impression: normal gastric emptying study, with a t1 half of 49 minutes. 10/30/06: (B)(6) hospital. (B)(6), md. Radiology-CT abdomen/pelvis without contrast. Indication: abdominal pain, swelling. Impression: post-operative changes in the lower abdomen without evidence of postop complication. 2.2 cm left ovarian cyst. 03/17/09: (B)(6) hospital. (B)(6), md. Emergency department visit. Swollen stomach. She presented to dr. (B)(6) office for routine follow up and requesting refills of her medications. Dr. (B)(6) was concerned because of a fairly dramatic appearance of her abdomen and referred her to ER to be worked up. Patient gives history that has had swelling of her stomach since 2001. She has had multiple surgeries and repeatedly has a very large ventral hernia. Has had a couple of repairs attempted, but has not been successful. Also gives history of having exploratory surgery because of pus in her belly probably diverticular abscess that ruptured. History: crohn¿s, diverticulitis, barrett¿s esophagus. Review of systems: states her abdomen will get larger when she is working and then will go down as she is sleeping. Says that her belly has been large since 2001. Exam: gi; obese, slightly tender, no rebound, do not feel any ascites. She decided to leave against medical advice. I am not sure why she decided to leave as she had already had the CT scan. She indicated she will follow up with dr. (B)(6), who is her regular gastroenterologist, anyway. Impression: chronic abdominal pain. Plan: discharged ama [against medical advice]. 09/12/13: (B)(6) hospital. (B)(6). Emergency department visit. Lymph nodes swollen, staph infection right calf, on bactrim, over last several days feels like hands and feet are swollen and numb. Had egd recently for crohn¿s disease. No abdominal pain, vomiting, diarrhea. No fever or chills. History: diverticulitis, crohn¿s disease. Current every day smoker, 1 pack/day. Weight 139 lbs, bmi 28.06. Exam: abdomen; bowel sounds normal, soft, no tenderness, no masses, no pulsatile masses. Integument; wound on medial right calf, erythema. Impression: cellulitis right calf. 06/19/18: (B)(6) hospital. (B)(6), md. Emergency department visit. Cellulitis, right inner arm near IV stick 06/11. Had lab work drawn, on 16th area outlined, swelling/redness now slightly migrated outside the line. History: irritable bowel syndrome. Weight 161 lbs, bmi 32.56, height 4¿11¿. Impression: cellulitis. Discharged home, keflex. 05/30/19: (B)(6) hospital. Photograph. Abdomen incision. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2002 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2004, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: revision, adhesions. Additional event specific information was not provided.